Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a purple skin coloration at the implant site. The boston scientific technical services consultant referred the patient to the clinic. Additional information indicated that the patient with this crt-d was not checked and no interventions done. As of this time, this crt-d remains in service. No additional adverse patient effects were reported.